Event description:
It was reported that the pump touchscreen has been persistently delayed in responding to touch inputs. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.